Manufacturer narrative:
It was reported that the patient had severe aortic regurgitation after 8 years of trifecta valve implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the reported event is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The exact cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(4). It was reported that in (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6). 2024, the patient had imaging performed and revealed severe aortic regurgitation. On (B)(6) 2024, a 25mm navitor valve was selected for implant in a valve-in-valve case. The navitor valve was successfully implanted and the patient tolerated the procedure well. Post-procedure, the patient experienced bilateral generalized anterior chest wall and bilateral shoulder pain that radiated to both arms, st elevation, and left main leaflet obstruction. A stent was placed and the patient was placed on antiplatelet medication. On (B)(6) 2024, the patient experienced asymptomatic hypotension and was given an IV fluid bolus. On (B)(6) 2024, the patient experienced tachypnoea of unknown cause. They were asymptomatic but became breathless on (B)(6) 2024. An x-ray was performed and suggested bilateral pleural effusions/fluid overload. IV furosemide was administered to resolve the event. The patient has been discharged.

Event description:
(B)(6) - vantage. (B)(6). It was reported that in (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2024, the patient had imaging performed and revealed severe aortic regurgitation. On (B)(6) 2024, a 25mm navitor valve was selected for implant in a valve-in-valve case. The navitor valve was successfully implanted and the patient tolerated the procedure well. Post-procedure, the patient experienced bilateral generalized anterior chest wall and bilateral shoulder pain that radiated to both arms, st elevation, and left main leaflet obstruction. A stent was placed and the patient was placed on antiplatelet medication. On (B)(6) 2024, the patient experienced asymptomatic hypotension and was given an IV fluid bolus. On (B)(6) 2024, the patient experienced tachypnoea of unknown cause. They were asymptomatic, but became breathless on (B)(6) 2024. An x-ray was performed and suggested bilateral pleural effusions/fluid overload. IV furosemide was administered to resolve the event. The patient has been discharged.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.